Manufacturer narrative:
Patient information was requested; it is unknown if the device was on a patient at the time of the reported issue.

Event description:
The customer reported the inspiratory non-rebreathing check valve (cv3) is broken. There was no patient harm.